Event description:
While attempting to defibrillate a patient the device shut down on attempt to deliver energy. The clinician installed a new battery, tried to discharge, and the device shut down. The clinician then attempted a third time and the device then delivered treatment to the patient. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.